Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump was rebooting without user intervention. The battery cap allegedly could not be properly secured to the pump due to damaged battery compartment threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/16/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed no unexplained pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked. A battery cap was not returned with the pump; a test cap was used to complete investigation. The test cap secured properly to the pump. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or loose components was found. Unrelated to the complaint, the cartridge compartment was observed to be cracked.